Manufacturer narrative:
(B)(4). After battery installation unit gave an unexpected blank, white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. No stain on lcd display window noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stain on display. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.